Manufacturer narrative:
The field service engineer (fse) was on site and confirmed what the customer reported. To resolve the issue the fse reinstalled power supply cart, verified instrument functionality. The bec compliance engineer assessed the event and provided the following assessment: based on the information and pictures provided via e-mail, it appears that any flaming was contained within the metal enclosure of the power supply cart. There does not appear to be any evidence of electrical hazard external to the cart itself. Therefore, the assessment is that no hazard was presented. Bec internal identifier - case (B)(4).

Event description:
The customer reported hearing a popping electrical noise on their fc 500 flow cytometer. The unit (power supply cart) caught fire as it sat idle. The customer reported seeing flames that were put out with a fire extinguisher. There was no direct harm to laboratory or laboratory personnel. There was no report of death, injury, or change to patient treatment as a result of this event.